Event description:
It was reported that during the meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. No patient injury or delay were reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.